Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 08-dec-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h25187.

Event description:
Na.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 09-oct-2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit result on a patient. There was no patient information at the time of this report. Return product is not available for investigation. Method, date, tested, hct, hb, sample; I-stat, (B)(6) 2025, 10:20 am, 18%, 61 g/l, a; lab, (B)(6) 2025, ni, ni, 132 g/l, ni; I-stat, (B)(6) 2025, 13:02 pm, 42%, 143 g/l, b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.